Manufacturer narrative:
(B)(6). The device was a titanium adapter. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection between the titanium adapter and the transfer set which led to a breach in aseptic technique resulting in peritonitis. The peritonitis was manifested by lower belly cramping, "sick to my stomach", weight loss, "cannot eat or drink" and vomiting. The breach was further described as the patient did not make sure their titanium adapter was tightened before starting therapy. As a result, the titanium adapter disconnected during the night and fluid leaked everywhere. Treatment for this event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.